Manufacturer narrative:
Qn# (B)(4). The customer returned one connector assembly for analysis. Signs of use were observed. Visual analysis revealed kinks on both venous and arterial extension lines. A chip and crack were also observed on the red arterial luer hub. Additionally, stress marks were observed on both luer hubs. No defects or anomalies were observed on any other portion of the returned device. The instructions for use (IFU) provided with this kit instructs the user, "establish and maintain catheter patency. Solution and frequency of flushing a venous access catheter should be established in hospital/institutional policy". A lab inventory syringe filled with water was used to flush each extension line. No leaking was observed from either luer hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit states, "examine catheter and extension lines before and after each treatment for any signs of damage." Additionally, "do not clamp tubing repeatedly in the same place. Doing so may weaken the tubing." The report of a kinked extension line was confirmed through complaint investigation of the returned sample. Visual analysis revealed kinks on both venous and arterial extension lines. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(B)(6) 2025, the luer hub/fitting has a crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00317, 9680794-2025-00316, and 9680794-2025-00518.